Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas and alleged that menopausal symptoms were affecting her blood sugars. When she tried to contact her md to change her settings, she learned that he had retired. It took a month to find new endocrinologist, and in the mean time she was hypoglycemic twice with ER visits. A new md suggested cgm. For the patient, who states insulin sensitivity has drastically increased due to menopause. She has also experienced a change in stress level. Bg 38mg/dl (B)(6) 2016 and 28mg/ml on (B)(6) 2016 with visits to ER. Customer support found that the bolus settings (I:c ratio, isf, bg target, iob) and basal/temp basal settings incorrectly programmed and referred patient to hcp for diabetes management.